Event description:
I was very healthy before then three months after implanted I developed many symptoms. Pelvic pain, complete numbness in both legs, breathing problems, dizziness, light headed, heart palp, brain zaps and weight gain. Many trips to the doctor, ER and urgent care. (B)(4).